Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography procedure (ercp), a shaft break occurred. The lesion was located in the common bile duct. The rx wallstent permalume 10mm x 60 mm stent delivery system (sds) was advanced to the lesion. Upon retracting the delivery sheath to deploy the stent, a "pop" sound was heard. The physician noted that the stent had not fully deployed and continued to retract the delivery sheath, however, retracting the sheath was difficult. To prevent the delivery sheath from separating from the white handle, the delivery sheath was "pulled next to and in conjunction with the white handle" until the stent was fully deployed. Upon removing the sds, it was noted that the catheter inside the stent had detached from the sds and remained inside the pt. A gastroscope was advanced and the detached portion was removed with a biopsy forcep. The stent remained in its deployed position and the procedure was completed without further intervention. No pt injuries or complications were reported. The pt's status is reported as "fine". Upon inspection, it was noted that the distal stent wire had not perforated the outer sheath.